Event description:
The threads of screw driver did not hold the u-lag screw and could not be locked.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: during visual inspection threads of screwdriver found deformed. Threads are pushed back indicating potential hammering from top to engage. Initial threads are rubbed shiny indicating excess contact with the mating part due to application of excess torsional force while tightening. A functional test was done on the returned device using sample lad screw in which it was found that assembly of both components was not possible due to deformation of screwdriver threads. A review of device history for the reported lot did not indicate any abnormalities. No corrective actions are required currently. A review of labelling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during investigation. Based on investigation, the root cause was attributed to be user related issue. The event was caused by application of excess torsional force and external impact when the screwdriver threads were not aligned properly with the mating threads either during the current or previous surgery. If more information will be provided, the case will be reassessed.

Event description:
The threads of screw driver did not hold the u-lag screw and could not be locked.